Manufacturer narrative:
Patient physician name was provided - dr. (B)(6) at (B)(6) medical center. This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-17678; 2017865-2020-17680; 2017865-2020-17681. It was reported that the atrial and ventricular outputs were observed remotely to have an alert for high outputs. Shortly thereafter it was learned that the patient had passed away. It was questioned why an implantable cardioverter defibrillator shock was not received. Review of online electrocardiograms noted non sustained activity that looked like ventricular fibrillation. Further evaluation determined the device had functioned normally but the ventricular fibrillation was so fine that it could not be properly sensed. Additional information suggests the patient may not have received a defibrillation threshold test at implant.